Event description:
It was reported to philips that the system turned off and did not boot back up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, which was completed as intended, with the patient no longer present in the room. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting. Fse found that f1 on the power distribution unit (pdu) had tripped, reset the breaker, and restored power; however, the flex monitor remained unresponsive. A review of the system logfile found a malfunction with sib. Upon troubleshooting actions, fse found that two fuses were blown. Fse replaced the fuses. After replacement, the system was returned to use in good working order.